Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two flexiva 200 tractip laser fibers used during the procedure. It was reported to boston scientific corporation on july 23, 2018 that two flexiva 200 tractip laser fibers were used in a laser stone removal procedure in the bladder performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the connector of the laser fiber was hot to touch and started smoking upon plugging in to the laser console. A second flexiva 200 tractip laser fiber was used and the same issue occurred. Reportedly, there was no burn injury to the nurse/physician. The procedure was completed with a 365 laser fiber. There were no user injury nor patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Investigation results: the investigation revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. There was no damage along the body of the fiber. Additional examination under magnification revealed that there was debris on the fiber face and only a small amount of light was coming through, this caused the device to overheat and emit smoke. The reported event was confirmed. Based on all gathered information, the complaint investigation conclusion is unintended use error caused or contributed to event, which indicates that the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
Note: this manufacturer report pertains to one of two flexiva 200 tractip laser fibers used during the procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva 200 tractip laser fibers were used in a laser stone removal procedure in the bladder performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the connector of the laser fiber was hot to touch and started smoking upon plugging in to the laser console. A second flexiva 200 tractip laser fiber was used and the same issue occurred. Reportedly, there was no burn injury to the nurse/physician. The procedure was completed with a 365 laser fiber. There were no user injury nor patient complications reported as a result of this event.